Event description:
Sp0224 special lumbar drain kit was reported to have the lumbar catheter come off the luer connector while being used on a pt. Additional info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.